Event description:
It was reported that the patient underwent a revision surgery to reposition the reservoir of this inflatable penile prosthesis since it had migrated from its original location. However, during the procedure, the physician decided to remove and replace the component. There were no patient complications reported.